Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had an impella cp placed for a patient admitted in with cardiogenic shock/acute myocardial infarction who had percutaneous coronary intervention (pci) done and during the pci, the patient had ventricular fibrillation (vf) which was shocked out. The patient had recurrent ventricular tachycardia (vt) degeneration into the vf and cardiopulmonary resuscitation and levophed were started. After return of spontaneous circulation, lidocaine was started. The medical team assessed and the patient continued to have vt/vf throughout the day. The patient was brought back to the cardiac catheterization lab for a relook and insertion of the impella for hemodynamic stabilization. The patient was escalated to an impella 5.5 axillary. The patient survived the procedure.